Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jun-11 reporting that the lead was checked and all was good. They thought it was scar tissue. It was confirmed the muscle spasms had stopped. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). Date of event: an approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for intractable spasticity . It was reported that the patient had been having muscle spasms where the leads were implanted on and off for the last couple of weeks ((B)(6) 2018). This occurred intermittently. The patient had a fall this past weekend but had been having the spasms prior to the fall. The consumer was not sure but the patient could get bounced around while driving a sweeper at work, could have hit a divet, and had been moving things around in the yard. It was reported that the issue was related to positional movement as it was noticed more during certain movements, twisting, or exerting their upper body at all. The consumer thought that the lead wire may have moved. The patient turned therapy off because the spasms were worse with stimulation on. No further complications were reported.